Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm edwards surgical valve, underwent a valve in valve procedure. As reported, the surgical valve was pre-dilated with a 26mm x 4cm non-edwards balloon and followed by second dilation with a 28mm x 4.5cm non-edwards balloon. A 29mm sapien 3(s3) was prepped on pulmonic delivery system (pds) and implanted within the surgical valve at nominal dimensions. The s3 valve appeared underinflated and was post dilated with the same pds +2cc. Severe pulmonary regurgitation (pr) was noted per angio, tee, and ice. The pr was described as possible "fixed/trapped leaflet" although there was some discussion regarding the possibility of inadequate coaptation due to under expansion, this was not confirmed. The thv was manipulated with a pigtail catheter in an attempt to free a possible fixed leaflet, but not successful. The s3 valve was again post dilated with a new 26mm x 4cm non-edwards balloon. A new pds with 26mm s3 valve were prepared with +2cc and was successfully implanted within the 29mm dysfunctional thv. Angiography, ice, and tee confirmed a well functioning thv with a direct pressure gradient of 5mmhg. The patient was discharged in stable condition to pacu. Per the physician, the pds performed as expected for both the initial thv delivery, as well as the subsequent thv in thv delivery and as stated, it was unclear as to what caused the failure of the initial s3 valve.